Event description:
It was reported that during a supply change with a cd infusion set, the user received an unable to proceed message during the fill tubing process; after a pump restart and successful dry run, the user repeated the supply change with new supplies and insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device issue consistent with a complete blockage associated with the tube component. The findings also identified a communications problem during the process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.